Event description:
It was reported by repair work order that there was no power to the bed due the input power cable being disconnected from the cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.